Event description:
It was reported to bsc/target that, "prof. Was deploying the coil as the 10th coil in the occlusion of the carotid-cavernous fistula. The catheter used was excelsior 1018, which had been used to deploy further coils after this incident without any apparent problem. The coil was manipulated in and out of the catheter about three times in order to achieve the best position. On attempting to manipulate the coil the physician noted that the pusher wire had become detached from the coil, about 2.0 cm of the coil remained within the catheter. The remainder of the coil was successfully deployed using a standard coil pusher and the anesthetist during this maneuver recorded no events. The case was completed without further incident as far as reporter is aware."